Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was overdischarged. The patient stopped using the stimulator and forgot to charge. The patient felt like it was not helping. The rep was able to get the battery out of overdischarge and restore stimulation. The patient reported good coverage and felt stimulation like they did before it was overdischarged. A physician mode recharge (pmr) was performed and stimulation was successfully restored. The patient called on (B)(6) 2018 and reported the battery was draining very fast. The patient was going to charge to 100% and keep the rep updated. No further complications were reported.